Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The patient no longer has any sound percept with the device. External parts have been checked. No specific accident or trauma reported however according to earlier information received, the child falls often and fights with her siblings. Re-implantation is considered but no date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no sound percept with the device. External parts have been checked without improvement. No accident or trauma reported. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. To determine an exact root cause a device investigation of the explanted device is necessary. The device is explanted, but has not been received for investigation yet.

Event description:
The patient has no sound percept with the device. External parts have been checked. No specific accident or trauma reported however according to earlier information received, the child falls often and fights with her siblings. Re-implantation took place on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally damage to the active electrode likely caused by minute device mobility was found, this might be due to an accident/ trauma leading to weakening of the device fixation. During device investigation, implant housing was found shifted from the original position. The investigation results appear to match the problems mentioned in the patient report.

Event description:
The patient has no sound percept with the device. The child heard well until 2 weeks ago. External parts have been checked. No accident or trauma reported. Patient has been re-implanted.